Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank, the count was off and unable to issue the medication. The customer reported that the malfunction occurred while issuing morphine medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the count was off and unable to issue the medication. The customer reported that the malfunction occurred while issuing morphine medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name. Upon investigation of the actual device used in this incident, it was determined that the medication quantity was not available. A technical support specialist (tss) assisted the customer with changing the quantity for the medication listed. The system functioned as intended after the technical support specialist troubleshot the device.